Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was attempting to prime and the device would go up to 30 units of insulin pump no insulin is going through the tubing. Customer stated it never took more than 13 units to fill the tubing. Customer stated the plunger is moving but no insulin is coming out. Customer declined replacement of the reservoir and is not returning it for analysis.